Event description:
It was reported that the ilet displayed alert code 38 indicating consecutive stalled motor events that persisted after restarts and a supply change, and the user could not complete a dry run or fill the tubing to observe drops while using insets. A replacement device was arranged. No reported symptoms. Outcomes included interruption of therapy requiring repeated restarts, a full supply change, and replacement of the ilet. Investigation included guided troubleshooting, restarts, attempts to prime and perform a dry run, and review of the infusion setup. Investigation of this case revealed a recurrent motor stall consistent with an insulin delivery mechanism malfunction associated with the pump assembly and infusion path. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction leading to stalled insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.